Manufacturer narrative:
At this time, product has not yet been returned. Sensor kit expiration date is 31-mar-2020. The medical event associated with this case occurred on (B)(6) 2022 which confirms the usage of the device beyond the useful life of the device. No additional investigation are required as the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. Customer received low scan results and experienced symptoms described as "cannot answer the phone, cannot sleep", seizure, and loss of consciousness. Customer was unable to self-treat and had contact with paramedics who provided unspecified treatment to "make his sugar up" for a reported diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.